Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she received a rf pic failed self-test alarm in the insulin pump. Customer's blood glucose at time of incident was 120 mg/d. The customer was advised to perform a normal bolus into the air and bolus amount was recorder in the bolus history. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that we are sending replacement pump.